Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a "considerable amount of rinsing liquid" escaped from the upper screw connection of the filter of five (5) prismaflex m100 sets. This event occurred during set up. The leak was "closed with maximum effort" and with the help of pliers. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the pictures did not identify any specific defect on the set. The reported condition was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.